Manufacturer narrative:
A vyaire field service representative(fsr) went onsite and performed initial test on the unit. A full pm and calibrations were performed. Ovp (operational verification procedure) was performed and all values are in specifications. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was giving volume inaccuracies while connected to a being patient. The customer stated that the patient was removed from the device and transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H1-corrected type of reportable event. H6-corrected investigation finding and investigation conclusion code.